Event description:
On (B) (6) 2010 the pt reported she has had elevated blood glucose readings with her normal range being 90-200 mg/dl. Symptoms are weakness and fatigue and she treated her readings by injecting 30 units of insulin. She stated she is feeling better now. The pt stated that earlier she received 2 e4 (occlusion) errors on her insulin infusion device. She said after the last e4 she changed her infusion headset, tubing, cartridge, and adapter. She said she changes her infusion headset and tubing ever 4-5 dys. She was advised to change the headset every 3 days. On follow up on (B) (6) 2010, the pt stated her blood glucose has returned to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.